Event description:
A 70 year old male underwent aortic valve replacement on 3/26/98. On 4/7/98, the pt was discharged and later re-admitted on 4/11/98 for weakness and loss of appetite. Antibiotics were started, and on 4/16/98 the pt tested positive for candida albicans. Treatment with fluconazole and vancomycin started (4/16/98 - 4/29/98). Ampho b was later used for two weeks (4/28/98 - 5/15/98). On 4/28/98, blood cultures were also positive for multiple resistant staphylococcus epidermidis. The pt was discharged in june with negative blood cultures. Now, the pt presents with a large vegetation on the aortic homograft and signs of endocarditis. As of 8/12/98 the aortic homograft remains implanted.